Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline in rss and unable to power on. The device displayed a black screen and could not be brought back online, resulting in delayed patient care as it was the only station available in the emergency department. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was turning on. A field service engineer (fse) replaced the controller board to resolve the issue and customer tested the station. The system functioned as intended after the field service engineer repaired the device.